Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customers blood glucose was 132 mg/dl. Although requested, the customer declined troubleshooting with tandem technical support.